Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer suspected the infusion set tubing was blocking insulin delivery. There was no reported impact to customer's blood glucose. Reportedly, a cartridge change was performed to address the issue and insulin delivery was resumed.